Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon is loosely folded and there is contrast in the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found no issue with the device.

Event description:
It was reported that balloon detachment occurred. During unpacking of a 5.0mmx20mmx135cm (4f) sterling balloon catheter, while preparing the balloon for use, the technician noticed that the balloon looked separated from the shaft with little manipulation and application of negative pressure. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon detachment occurred. During unpacking of a 5.0mmx20mmx135cm (4f) sterling balloon catheter, while preparing the balloon for use, the technician noticed that the balloon looked separated from the shaft with little manipulation and application of negative pressure. The procedure was completed with a different device. No patient complications were reported.